Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from middle face of the bag. This was found after delivery to the pharmacy. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leaks were found on the companions sample. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, as supplemental report will be submitted.

Manufacturer narrative:
Correction to b2: outcomes attributed to (B)(6) ¿ removed ¿life threatening¿ as there was no adverse event involved in this report. (Previously selected ¿life threatening¿ in error). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, the customer clarified that the bag was leaking from the middle port. Is being added to the previously reported device code (B)(4). Should additional relevant information become available, a supplemental report will be submitted.